Manufacturer narrative:
(B)(4). G2 - report source - foreign: event occurred in canada. The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this complaint; please see all reports associated with this event: 3007963827-2023-00250. H3 other text : investigation incomplete.

Event description:
It was reported during a knee arthroplasty that the first two articular surface implants the surgeon opened appeared to have foreign black specs on them. The third implant appeared to be without blemish and was used to complete the procedure. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation the returned product identified a piece of foreign debris adhered to the surface of the device. The packaging was not returned and had been previously opened. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided as the product was returned opened. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.